Event description:
A leak was found at the junction of the bag port and the spike during the therapy. Leak was noticed during dwell 1/3. No alarm was received. There was not patient injury or medical intervention associated with this incident per the international affiliate.